Event description:
During a cardiac arrest, I attempted to utilize the sam io to gain vascular access on a patient on his left tibial plateau. The placement was correct, and the proper size io was selected. The trochar failed to engage with the bone, and both myself and my partner were unable to successfully insert the io. We ultimately were forced to use the bariatric size in order to get the item to engage. I have used the ez io product many times to much greater success, and we are pulling the sam io's from our units. Thank you.